Event description:
It was reported while using bd vacutainer® sst¿ ii advance plus blood collection tubes gel globules occurred in samples. This occurred on 10 separate occasions, however, the patient impact was not reported. The following information was provided by the initial reporter: gel globules.

Manufacturer narrative:
H6: investigation summary: bd had not received samples, but photos were provided for investigation. The photos were reviewed and the indicated failure mode for gel globules with the incident lot was observed. Additionally, 4 retention samples from bd inventory were evaluated. The tubes were drawn with horse blood, mixed, stood at room temperature for 30 minutes, before being centrifuged at 3450 rpm for 10 minutes, using an mse mistral 1000 centrifuge. The supernatants were then decanted and examined under magnification for any signs of gel globules. No tubes produced globules. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. The customer¿s defects could be confirmed from photos provided. Bd was not able to identify a root cause. H3 other text: see h10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported while using bd vacutainer® sst¿ ii advance plus blood collection tubes gel globules occurred in samples. This occurred on 10 separate occasions, however, the patient impact was not reported. The following information was provided by the initial reporter: gel globules.